Event description:
When the unload button on the system couch was initiated and the desired location was reached the couch unload motion would continue until the couch was all the way out and down. The field service engineer (fse) identified a loose connection and a button sticking on the panel. The fse serviced the system and returned the system to the customer. There was no report of death or serious injury.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. (B)(4).